Event description:
Complainant alleged that the paramedics were attempting to monitor a male pt (age unknown) complaining of breathing difficulties. The device intermittently shut off, and the monitor was not showing the heart rate on the device screen. The paramedics were also geting a "lead off" message on the screen, and the baseline was riding over the characters. The medics tried changing the batteries, but the alleged malfunction continued. The medics were able to obtain another device. There was no adverse effect on the pt.